Event description:
It appears oxygenator failed during aortic value replacement surgery. Initial p02 217 - one hr later p02 down 57, 20 min later, despite 100% o2, po2 down 46 requiring a change in oxygenator. First po2 following exchange of oxygenator was 393. Pt critical prior to surgery, cardiac arrest just prior to surgery. Unable to wean off bypass despite multiple attempts and infusion of multiple pressor agents.